Manufacturer narrative:
Correction - on b5 to indicate reprogramming had previously been performed.

Event description:
New information received indicated that the patient's heart pounding was due to palpitations. Also was noted that the device triggered inappropriate automatic mode switch (ams) episodes due to far r-wave oversensing. When the ams episodes were reviewed, some episodes showed as ongoing without an end time stamp for unknown reasons. Re-programming had been performed to address the oversensing. No additional intervention was performed. Patient condition was stable.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented in clinic for follow up after having experienced daily chest pounding. Upon review, the atrial leadless pacemaker exhibited far r-wave oversensing, noise reversion episodes and i2i intermittent communication failure. No intervention was performed. The patient condition was stable.

Event description:
New information received indicated that additional noise reversion episodes were observed during an in clinic follow up. No intervention was performed, and the patient will further be monitored. The patient was stable.